Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a removal of gastric band, the tip of the harmonic scalpel broke off. Tip was retrieved and no patient harm occurred. A replacement harmonic was used. There was no delay to procedure and procedure was successfully completed.